Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparin 56 units, there was foreign matter in 307 tubes and bubbles in the gel separation barrier of 1138 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k954592. Investigation summary: bd received a photo for investigation. Evaluation of the photo confirmed the presence of an air bubble in the gel; however, the photo does not confirm the failure mode of foreign matter in the tube. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode: gel airbubbles. This complaint has not been confirmed for the indicated failure mode: foreign matter - non-biological. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.